Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested for investigation in our laboratory. A follow-up report will be provide as soon as results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(6): "overinfusion." "The pump was installed on (B)(6) 2021 and on (B)(6) 2021 the patient claims that the infusion started at 13:00 and ends at 22:00 less than was programed. The patient claim this to the hospital on (B)(6) 2021 and the hospital claims it on (B)(6) 2021 to b. Braun's sales responsible. The patient says that the takes care of the easypump on its waist bag as always. The infusion was programed for 21 hr, 5ml/hr of 5fun."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 21e06ge211, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.